Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. **update** 01/30/2012 - litigation papers were received. Litigation alleges pain, weakness and difficulty with simple daily living activities. Litigation additionally alleges the left hip was revised on (B)(6) 2008 and (B)(6) 2009.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Preliminary disclosure form received. It provided information that allowed us to identify part/lot. This information does not affect the outcome of the investigation. Depuy considers the investigation closed at this time.